Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. During inspection and testing of the returned device, service confirmed the customer¿s reported image issue. Based on the results of the investigation, the following are the probable causes; however, a definitive root cause could not be determined: the entire image was blurred due to damage to the ccd unit. The entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. Blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. The event can be detected/prevented by following the instructions for use which state: operation manual. Inspection of the endoscopic system. Operation manual. Important information ¿ please read before use. Warnings and cautions. During the evaluation, service found the hot and cold test resulted in a misty image. Additionally, the light guide cover lens was chipped, and the light guide cover lens adhesive was worn. The objective lens adhesive was worn. The distal end adhesive was worn. The insertion tube demonstrated delamination, and a leak. The control body aspiration housing colored ring was worn. The scope connector demonstrated fluid ingress. The up/down angle, left/right angle, were out of specification. The up/down angle and left/right angle had play. The electrical safety test was out of specification. The automated air leak test detected a leak. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device¿s image was out of focus and blurry. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to an olympus service center for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information received.

Event description:
The customer observed "no clear picture" during pre-use checks. No further details were provided.